Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during dwell 5. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and advised them to use manual bags. The hp stated there was liquid on the floor and under the bag. The tsr advised the hp to inform their nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: this condition was confirmed, as water on the floor and under the bag was report. However, no root cause could be determined, as no sample was returned for evaluation. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed if additional information is received.